Manufacturer narrative:
According to the complainant, the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing redness, itching, and purulent discharge had occurred while wearing the pod between 49 and 71 hours. Symptoms were present during an entire box of pods usage, but the patient only sought medical attention and received treatment for the irritation from this one pod. The patient saw dr. (B)(6) at (B)(6) medical center on (B)(6) (appointment lasted 10-15 minutes) and was diagnosed with irritation due to the adhesive of the pod. The patient was prescribed eleuphrat cream twice a day to the area the pod had been, and a new pod was successfully placed. The patient no longer had the pod, so return is not possible. The patient also used this cream on the areas where the other pods had been.